Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the device turns off when replacing the 9 volt battery. The device was returned for repair. No patient involvement or complications were reported.